Event description:
Suspected calcification of the lens was noticed 3 years and 4 months after implantation. The original surgery was performed in 1998. The pt is complaining of decreased visual acuity with blurring. V/a 20/30. The lens remains implanted.